Manufacturer narrative:
(B)(4). Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015, that a wallflex biliary rx covered stent was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, this was to treat a 2cm malignant stricture. Reportedly, the patient's anatomy was not tortuous and was not pre dilated. During the procedure, the physician began to deploy the stent and attempted to reconstrain it to reposition it. However, the stent could not be fully reconstrained. The partially deployed stent was removed from the patient and the procedure was completed with another wallflex biliary rx covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A wallflex¿ biliary stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed by 8mm . The distal end of the clear outer sheath was found to be accordioned at two locations. The guidewire port was noted to be warped and damaged. The remainder of the stent was deployed and a visual and microscopic examination found no issue with the profile of the stent. The device was dissected at the guidewire access port, the inner sheath was withdrawn and was found to be kinked. The damage identified is consistent with the application of excessive force being applied to the delivery system. A visual and microscopic examination found no issue with the profile of the reconstrainment band. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The noted damage to the returned device was consistent with excessive force being applied during deployment and is likely due to anatomical or procedural factors. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015, that a wallflex biliary rx covered stent was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2015. According to the complainant, this was to treat a 2cm malignant stricture. Reportedly, the patient's anatomy was not tortuous and was not pre dilated. During the procedure, the physician began to deploy the stent and attempted to reconstrain it to reposition it. However, the stent could not be fully reconstrained. The partially deployed stent was removed from the patient and the procedure was completed with another wallflex biliary rx covered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.